Event description:
It was reported that patient was burned from grounding pad. Additional information was received that patients burn was not caused by generator, but it was ground pad caused the burn. The patient just happened to already have a service plan in place for their generator g4-912, so they wanted to get the generator checked out or calibrated as a precaution.

Event description:
It was reported that patient was burned from grounding pad. Additional information was received that patients burn was not caused by generator, but it was ground pad caused the burn. The patient just happened to already have a service plan in place for their generator g4-912, so they wanted to get the generator checked out or calibrated as a precaution.

Manufacturer narrative:
Rfg-4-120vh sn: (B)(6). The returned generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient was burned from grounding pad.